Event description:
Information received via a clinical study report indicates the patient was implanted with bilateral deep brain stimulation leads and pulse generator in 2006. The patient recovered and all wounds (chest and scalp) healed well. The patient returned for a follow up visit one month later and had a tiny amount of drainage to the right edge of the scalp wound. The surgeon examined the wound and a cleansing regimine was recommended along with an oral antibiotic (augmentin) twice a day for 10 days. This initially helped, but a month later, the patient reported the small area of concern was larger and swollen. The patient was examined and the scalp wound was found to be infected. The patient was admitted to the hospital one month later. The patient will undergo exploratory surgery and will undergo either debridement of the frontal scalp wound or removal of the entire device necessary. Concomitant medications taken at the time of the adverse event include: sinemet, entacapone, amanatadine, zoloft, hdroclorothiazide, and asa. 10/2/2006 additional information received via clinical study report indicates that patient is now presenting with increased rigidity due to undermedication since explant of the dbs system. Since being discharged from the hospital the patient has removed some medications (including long action sinemet and comtan) and has increased short acting sinemet (to about every three hours). The medicine regimen is at odds with the discharge summary from the hospital. The patient's rigidity has increased over the last few days unitl finally the patient became so rigid he could not walk. The hcp reports the patient has no evidence of active infection, no fever, and surgical site is clean. The main issue will be to adjust the oral medication to match the patient's narrow therapeutic window. The patient was examined and treated with full medication as recommended in hospital discharge instructions. The patient is to continue antibiotics and will have replacement of dbs in the near future. The patient recovered well and was discharged home.